Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device had a hole in the cord. The device was not being used during surgery. No injuries or medical intervention occurred. There was no add'l info provided.